Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that, on the date of implant, the patient saw a por (power on reset) warning screen when trying to connect the device to the patient programmer (pp). They needed help getting the new programmer set up with the new implant. A rep reported that the por occurred after the device was programmed. The cause of the por was unknown but, to resolve it, they reprogrammed the battery with the pp. Since the por was corrected, the patient had improved symptom relief. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.